Manufacturer narrative:
The pod arrived fully deployed. Pod data indicates the pod operated and delivered insulin as intended during operation. No damages or defects that would affect the delivery of insulin were observed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Locked down smartphone: data not available, omnipod software app version: data not available, operating system: data not available, hardware: data not available, cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
On (B)(6) 2026, the patient sought medical attention while wearing a pod on the leg for between 36 and 48 hours. Reason for seeking medication attention was due to hyperglycemia with ketones and vomiting. Upon emergency room admission, the patient's blood glucose (bg) was reported as 384 mg/dl, and the patient was diagnosed with hyperglycemia and diabetic ketoacidosis. Treatment consisted of intravenous fluids and an insulin infusion. The patient remained in the emergency department for approximately 5 hours and 15 minutes and was discharged on the same day. Discharge blood glucose was reported as 124 mg/dl.